Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's parent reported via phone call, the insulin pump alarmed motor error. The customer's blood glucose was 105 mg/dl. Customer reported the drive support cap appeared to be normal. Customer state she had a sonogram done. The call was dropped during troubleshooting. Customer called back and stated she was in the hospital and they helped the customer. Now the device was alarming motor error. Customer was unable to exit the prime rewind process. Displacement test was performed and the device passed. The device alarmed again when customer was advised to rewind the device, re-insert the original connected reservoir and infusion set, and primed. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's mother agreed to return the device for analysis.